Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was 524 mg/dl which they tried to treat with a correction injection via multiple daily injection. Moreover, the infusion set had been used before insertion to three hours. Further, they replaced the infusion set and resumed insulin successfully. No further information available.